Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with low aspiration during the phacoemulsification portion of a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer discussed low vacuum ¿feeling¿ during quad step and occlusion messages were being displayed. The customer was not able to determine if the issue was attributed to user error or system set up. It was recommended that the customers work with sales to ensure adequate settings. No additional, related information has been obtained on this event. The system was manufactured on november 17, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).